Event description:
As reported by our edwards lifesciences affiliate in italy, this was a case involving the implantation of a 26 mm sapien 3 ultra resilia valve via a trans-femoral approach. During removal of the commander delivery system, the esheath+ shaft separated from the esheath+ hub. The patient did not experience any injury and was in stable condition. As per pre-decontamination evaluation, the distal tip was torn.

Manufacturer narrative:
The investigation is ongoing.